Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 6, 2014 ¿ may 7, 2014. The actual device was evaluated and contained approximately 58 ml of fluid in its reservoir. Visual inspection of the device showed no signs of physical abnormality that could have caused the reported. A functional flow rate test was performed and the reported issue was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the device was filled with 74 ml of fluorouracil and 26 ml of saline (non-baxter products) and connected to the patient for an infusion expected to last 46 hours. However, after 46 hours, an unspecified amount of solution remained inside of the bladder. The reporter stated that solution flow was confirmed prior to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.